Event description:
It was reported that the customer was in the hospital due to diabetes ketoacidosis. The drive support cap was noted to be indented. No delivery alarms were noted in the alarm history. Customer stated that he did not see the alarms at the time as he was playing golf when the incident occurred. Customer feels confident that the alarms did not show on the screen. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.